Manufacturer narrative:
Patient information: unknown. Initial reporter was the (B)(6). Initial reporter information: unknown. If any additional relevant information is provided, a supplemental report will be submitted. Ref: internal complaint number (B)(4).

Event description:
On september 22, 2020 fujifilm corporation was informed that a patient at a medical facility in (B)(6) died after a procedure with a fujifilm scope; fujifilm medical systems USA inc (fmsu) was notified on (B)(6) 2020. The deceased patient tested positive for pseudomonas, the same strain was also found in a second patient; the common link was determined to be a fujifilm scope. The scope was removed from service and swabbed. Pseudomonas was found to be present on the distal end of the scope. Timeline: (date unknown) - infection occurred in patients (2 patients) (date unknown) - one patient died. Outcome of another 1 patient is unknown. (Date unknown) - the subject scope tested positive at the customer facility. (B)(6) 2020 (specific day unknown) - the facility requested inspection of the subject scope (at that time, information on patient health hazards was not provided to local service). (Date unknown) - the subject scope was returned to the facility. The repaired scope tested negative. September 2020 (specific day unknown) - the incident report was submitted to the (B)(6) by the customer. September 22, 2020 - the (B)(6) contacted the fujifilm local subsidiary fujifilm (B)(4), and on the same day the local subsidiary contacted fujifilm corporation. Additional information was requested but not received.

Event description:
On september 22, 2020 fujifilm corporation was informed that a patient at a medical facility in the united kingdom (UK) died after a procedure with a fujifilm scope; fujifilm medical systems USA inc (fmsu) was notified on (B)(6)2020. Additional follow up revealed that a second patient died as well. The patients underwent endoscopic retrograde cholangiopancreatography (ercp) for jaundice. The patients had pancreatic cancer and received intravenous antibiotics once they tested positive for infection; the common link was determined to be a fujifilm scope. The hospital suspended all three fujifilm ed-530xt8 duodenoscopes for further investigation and removed from service and swabbed. Pseudomonas was found to be present on the distal end of the subject scope. Timeline: patient 1 - (B)(6)2019 - ercp procedure for jaundice. (B)(6)2019 - signs of sepsis noted, patient received intravenous antibiotics. (B)(6)2019 - patient had multi-organ failure and died. Patient 2 - (B)(6)2020 - ercp procedure for obstructive jaundice. (B)(6)2020 - pseudomonas infection detected, patient received intravenous antibiotics. (B)(6)2020 - patient died. (B)(6)2020 (specific day unknown) - the facility requested inspection of the subject scope (at that time, information on patient health hazards was not provided to local service). (B)(6)2020 - the subject scope was received at the distributor service facility in very poor condition. (B)(6)2020 - the subject scope was repaired and returned to the facility. The repaired scope tested negative. (B)(6)2020 (specific day unknown) - the incident report was submitted to the medicines & healthcare products regulatory agency (mhra) by the customer. (B)(6)2020 - the mhra contacted the fujifilm local subsidiary fujifilm europe gmbh, and on the same day the local subsidiary contacted fujifilm corporation. Additional information was requested but not received.

Manufacturer narrative:
Updated information is being provided in section b5 (patient information, status of patient #2, type of procedure and indications for procedure), b7. If any additional relevant information is provided, a supplemental report will be submitted. Ref: internal complaint number (B)(4).